Manufacturer narrative:
Device was made prior to compliance date, UDI unavailable it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The valve was implanted to the patient. Doi and initial setting were unknown. It was reported that the pressures setting was not able to be changed when the surgeon tried to change the setting. It was confirmed under fluoroscopic, the position of the cam is wrong. The revision surgery was performed. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a cut/tear in the silicone housing; therefore, the cam position/pressure could not be determined. The valve was flushed and leaked from the observed cut/tear in the silicone housing. The valve was leak tested and leaked from the cut/tear in the silicone housing. The valve was not reflux tested due to the cut/tear in the silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on the stator and the x ray dot. Biological debris was also noted on the spring and the cam mechanism. The cam magnets were controlled. The magnets failed. The magnets¿ polarity was controlled, the magnets failed. The cut/tear in the silicone house is likely due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone have a low tear/cut resistance. The root causes for the dislodged stator and x ray dot due to corrosion. The root cause of the corrosion could not be clearly determined. The abnormal polarization of the valve was likely caused by exposure to too strong magnetic field. A review of manufacturing records found no discrepancies when the devices were released to stock. Previous investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned. The device was subsequently provided. Upon completion of the investigation, a follow-up report will be submitted.